Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that soft port causing blockage and triggered renasys touch device indicated ¿blockage¿ warning. This issue was completed by poking a tiny hole at the aeration disc to introduce air into renasys treatment. There was no surgical delay. No harm reported on the patient.